Event description:
A medtronic representative reported that, while loading a patient exam, the navigation system became unresponsive. While troubleshooting, the medtronic representative performed a hard re-boot of the system and tried to threshold a 3d model when the system became unresponsive again. The representative then verified all cpu cable connections and re-booted the system, however, normal function was not restored. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The analysis was unable to recreate any type of video problem with computer and it passed all testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2014. (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed except hardware. Medtronic representative replaced the computer and the system performs as intended. Computer returned same day this report was submitted. Analysis results not available.